Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device (lightsource) was not returned to olympus for evaluation therefore the customer's allegation could not be confirmed. Per the follow up response, the customer stated," we did not send the scope in because we had 6-8 scopes with the same error on three different camera boxes¿. The customer stated that the scope displayed the same b30 error on other endo towers as well. Per the customer, there were multiple case delays due to this issue however; the patients were not under sedation or anesthesia. There was no report of harm to a patient or user associated with this event. Per the customer, ¿the issue was with the reprocessing equipment we think¿. Customer stated, "we changed out some things and since then, we haven't had any more issues¿. Customer did not provided further information regarding the multiple things that were changed out that resolved the issue. The investigation however, is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source was displaying a b30 scope communication error. The issue was found during preparation for use for a diagnostic colonoscopy procedure; the procedure was completed with a similar device. There was no harm reported. No patient harm, no user injury reported due to the event.